Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous ostium lad with 90% stenosis. The device was removed from its packaging as per IFU and inspected prior to use with no issues noted. Negative prep was performed successfully. Lesion was pre-dilated. During the procedure and during the delivery through the launcher guide catheter, it was reported that resistance was encountered and stent delivery system shaft detachment occurred during advancement in the guide catheter. It was reported that the detached portion of the device was removed from the patient. It got stuck in the guide catheter hence the physician pulled it off and replaced with a new one. The same guide catheter was used successfully with other devices to complete the procedure. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.